Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as 2134265-2011-01220. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain and restenosis. The target lesion was located in the 1st obtuse marginal with total chronic occlusion and was 33 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 mm x 28 mm and 2.25 mm x 24 mm taxus liberte stents. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient developed chest pain. Coronary angiography was performed and revealed 70% in-stent restenosis of the 1st obtuse marginal. The patient was treated with an angioplasty balloon and discharged the next day on aspirin and prasugrel.